Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer.

Event description:
It was reported there was an issue with the display of coaguchek xs meter serial number (B)(4). The display of the meter was missing segments in the results field. The screen was described to have numbers "breaking apart" and that it was only "half there". After the issue began, the patient had difficulty reading two values from the meter. On (B)(6) 2021, the patient measured a value of 1.3 inr which was believed to be correct due to how the patient had been eating around the time of the result. The patient increased warfarin medication based on this result and it was believed to be a correct medication adjustment. On (B)(6) 2021, the patient tested again and the result observed was 1.7 inr. Before measuring this result, the patient received errors on the meter when trying to test. These errors indicate an error in applying blood to the test strip. A display check of the meter was performed and only the bottoms of the "888" in the results field of the display could be seen.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.